Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with episodes of non-sustained right ventricular oversensing. Upon examination, it was noted that the right ventricular lead exhibited noise. Programming changes were made to resolve the anomaly. The patient's condition was stable.

Event description:
New information received on (B)(6) 2020 stated that the right ventricular lead exhibited additional episodes of non-sustained right ventricular oversensing and noise oversensing that resulted in pacing inhibitions. A lead revision was recommended but not yet scheduled. The patient's condition remained stable throughout the event.

Event description:
New information received stated that on (B)(6) 2020, the right ventricular lead was capped and replaced successfully. The patient was reported to be in stable condition.